Manufacturer narrative:
We received the following: one opened/used simplera sensor/one simplera serter not returned and performed a visual inspection of the sensor, removed the adhesive patch and inspected the sensor for debris, physical or moisture damage and none was found. Then inspected the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). No communication anomalies found. In conclusion: the customer complaint of no communication is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed. Unable to pair device ("device not found" alert) for minimed 780g pump and instinct/ simplera sync systems. Customer reports being unable to pair sensor with pump. Pump and sensor would not pair after troubleshooting. No harm requiring medical intervention was reported. Product return for mmt-5120d1 is not expected. It was unknown whether the customer will continue using the device.